Event description:
A distributor contacted zoll on (B)(4) 2014 to report that a pt experienced an inappropriate defibrillation while at home. The pt received two inappropriate treatments on (B)(4) 2014 at 03:44:50 and 04:16:53 am. The rhythm at the time of the two treatments was an idioventricular rhythm at 76-89bpm. Multiple counting of the rhythm contributed to the false detections. The pt was reported to be conscious at the time of the event. The response buttons were pressed during a prior treatment sequence but not during the treatment sequences that resulted in the inappropriate defibrillation treatments. Review of the pt ECG strips revealed what appeared to be an external defibrillation around 04:15:13 am during an idioventricular rhythm at 62 bpm. As it was reported that ems was called to the scene, the external defibrillation was likely due to ems efforts. The pt was taken to the hosp for further eval.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The pt went to the hosp. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - reuse. Electrode belt (B)(4) , 01/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.